Event description:
Pt received a sulzer orthopedics, inc inter-op acetabular shell implant. The prosthesis was explanted. Preoperative diagnosis: was explanted. Preoperative diagnosis: painful right hip, status post total hip replacement. Postoperative diagnosis: painful right hip, status post total hip replacement with no evidence of acetabular loosening. Procedure: exploration of right hip with exchange of acetabular insert and femoral head.